Event description:
It was reported that a minicap extended life pd transfer sets leaked; further described as ¿fluid flows out when the little white cap is opened." The nurse opened the side of the silicone hose and found that the internal fixation had been broken. It was stated the patient does not use any particular cleanser to clean the tube. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in june 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the occluder foot was broken on the mainbody. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.